Manufacturer narrative:
(B)(4). There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided. The 3.0x12 nc voyager and additional 3.5x12 nc voyager dilatation catheters referenced are being filed under separate medwatch reports. There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the voyager nc coronary stent system instructions for use is a known patient effect that may be associated with the use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a lesion in an unknown coronary artery, a 3.5x38 xience v stent was implanted and the lesion was not completely covered. Pre-dilatation was performed and a 3.0x8 rx xience v stent delivery system (sds) was advanced attempting to implant the stent proximal to the previously implanted stent; however, several unsuccessful attempts were made to cross the lesion. The sds was withdrawn from the patient anatomy and a 3.0x12 nc voyager dilatation catheter was advanced and several unsuccessful attempts were made to cross the lesion and the proximal shaft was fractured. The 3.0x12 nc voyager dilatation catheter was withdrawn from the patient anatomy with resistance. A 3.5x12 nc voyager dilatation catheter was prepped per the instructions for use without any issues noted and advanced into the patient anatomy. After entering the vessel, the balloon was pressurized but did not hold pressure and only partially inflated. The 3.5x12 nc voyager dilatation catheter was withdrawn from the patient anatomy and blood was noted. Reportedly, the location of blood was not provided. After the 3.5x12 nc voyager was withdrawn from the patient anatomy a dissection was noted. A second 3.5x12 nc voyager was advanced without resistance and used successfully for dilatation; however, the dissection was extended. The 3.5x12 nc voyager was withdrawn from the patient anatomy without resistance. A 3.5x18 xience v stent was implanted proximal to and overlapping the previously implanted 3.5x38 xience v to treat the target lesion and the dissection. The procedure was completed successfully and the patient outcome was satisfactory.